Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a cyber security upgrade the device went into back-up vvi mode. Technical support was contacted to reprogrammed the device to resolve the issue. The firmware upgrade was unsuccessful. The patient was in stable condition.